Manufacturer narrative:
The sensor was investigated and the issue was confirmed during qc testing in-house. Led failures were detected during this test. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020 senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.